Event description:
A pt reported having recently experienced "pain and lack of vision" in her eye and having been diagnosed with a corneal ulcer associated with wear of an o2optix contact lens. The event resolved and lens wear was resumed. Two weeks later she felt that her eye was becoming "infected again" and began using clear care lens care solution upon her eye care practitioner's recommendation. She decided to try clear care and "has not gone back to her old ways". She reports that she now feels as if she is putting in new lenses each morning. Multiple requests have been made for additional info, however no further details have been made available at this time.

Manufacturer narrative:
(B)(4).